Event description:
It was reported that patient death occurred. Vascular access was obtained via the femoral artery. The target lesion was a de novo, eccentric lesion located in the non tortuous left anterior descending (lad) artery with 90% stenosis and was 35mm long with a reference vessel diameter of 3.5mm. The 3.00x38mm promus element long drug eluting stent was implanted to the lesion. Following stent placement, a 3.5 x 8 mm non bsc balloon catheter was advanced for post dilatation. Post procedure, while the physician was taking out the unspecified 6f/jl guide catheter, slow flow was noted. It was treated with intravenous (IV) nikorandil, however, the patient went into hypotension and with a low ejection fraction of 35%. The patient could not be revived and expired.

Event description:
It was reported that patient death occurred. Vascular access was obtained via the femoral artery. The target lesion was a de novo, eccentric lesion located in the non tortuous left anterior descending (lad) artery with 90% stenosis and was 35mm long with a reference vessel diameter of 3.5mm. The 3.00x38mm promus element ¿ long drug eluting stent was implanted to the lesion. Following stent placement, a 3.5 x 8 mm non bsc balloon catheter was advanced for post dilatation. Post procedure, while the physician was taking out the unspecified 6f/jl guide catheter, slow flow was noted. It was treated with intravenous (IV) nikorandil, however, the patient went into hypotension and with a low ejection fraction of 35%. The patient could not be revived and expired. It was further reported that the patient was considered a high risk patient and coronary angioplasty bypass graft (CABG) was recommended. The cause of death was hypoxia and autopsy was not performed.

Manufacturer narrative:
Device lot number corrected from 16536883 to 16737368. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon as the stent was placed at the lesion site. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. There was no difficulty tracking device over a guidewire. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was further reported that the patient was considered a high risk patient and coronary angioplasty bypass graft (CABG) was recommended. The cause of death was hypoxia and autopsy was not performed.